Event description:
The customer purchased the heating unit from a store that went out of business. The reported use of the device was only two times. In 2008, a replacement thermostat was ordered by the customer. Until recently, the customer has used the hot pacs from the heating unit without incident. The customer applied one to the hot pacs to an older lady. The hot pac was applied to the pt's lower back. Upon removing, the hot pac the customer noted redness in the area of treatment. This occurred on six days later.

Manufacturer narrative:
The customer did not return the device for eval. Since the device was not returned for eval, no root cause can be determined. Add'l info will be provided via the form 3500a, if required.